Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The transseptal puncture was made more difficult due to the presence of an asd occluder, as a result, the physician had to cross the interatrial septum twice. After the second crossing, the physician was engaging the laa with the was and a 6f pigtail catheter when the it was noticed that the transverse sinus behind the laa appeared larger than in the previous transesophageal echocardiogram (tee) images. The physician completed implanting the 21mm wds successfully and then observed the patient. The patient experienced a drop in pressure and there was an accumulation of fluid in the anterior pericardial space. The physician performed a pericardialcentesis, removing approximately 240cc of fluid. After the pericardialcentesis, the patient stabilized and spent the night in the hospital. They were discharged without delay the next morning.